Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the orange plastic and the brown plastic section. The main tube extension is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Thermal damage was not observed. The complaint regarding a broken instrument was confirmed by failure analysis. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument was broken. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.